Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/01/2025, it was reported by a sales representative via phone that an ar-1896 screwdriver tip broke off inside the screw and was unable to be removed. This occurred during use in a case with no patient effect. 20 minute delay to the case. The case was completed using another screwdriver.